Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that they hadn't used stimulation in a long time but 2-3 months ago they decided to use it again but found they couldn't charge the implant. Pt tried over the weekend and saw a memory problem screen. During the call they setup controller but said the date is wrong, and then went to charge ins and got no device found. They started passive recharge mode and got 100 for high number. After about 8 minutes, they reported that they are now charging ins with excellent quality. Pt will continue charging ins and will then call patient services (pss) back for help correcting date and time. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that they were bench pressing today and then they "felt the electricity through my body and the controller was at home". Reviewed that controller is not what stimulates them. Reviewed that certain body positions can affect how they feel stimulation, and that some people feel it when driving. Pt remembers feeling stimulation when driving once. Reviewed that pt can follow up with healthcare provider (hcp) if issue persists. Additional information was received from the patient. They reported that in their opinion; they believed the cause could be a disconnection from the implanted battery in their hip to the electric wires going up either side of their spine. When asked about what steps were taken the patient stated their physician gave him 2 shots in their spine. Patient gave the name of the shot were percutaneous lumbar disc injections and their primary diagnosis and code 0629t is other intervertebral disc degeneration lumbar region wit msi.360. Patient stated the shots haven't worked.